Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. They could not exit the fill procedure. They were stuck in the loop. Insulin kept coming out of the insulin pump during the prime process. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No compromised force sensor system alarm was noted.